Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional was attempting to track the scope probe but was unable to. They changed the spheres but could never get it to show in instruments. The site decided to use a normal probe instead. The manufacturer representative confirmed they had rebooted the system and the scope probe was then able to be seen. Troubleshooting involved technical services recommended un-adding and re-adding tool cards and potentially removing and adding the normal probe as well. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional was attempting to track the scope probe but was unable to. They changed the spheres but could never get it to show in instruments. The site decided to use a normal probe instead. The manufacturer representative confirmed they had rebooted the system and the scope probe was then able to be seen. Troubleshooting involved technical services recommended un-adding and re-adding toolcards and potentially removing and adding the normal probe as well. There was less than an hour delay in the procedure. No impact on patient outcome.